Manufacturer narrative:
Description of event: on 11/13/95, physician implanted a 27 mm aortic toronto spv valve (model spa-101-27). This valve replacement procedure was performed due to aortic stenosis. Pt's native valve exhibited massive calcification. This calcification was removed, and annulus was debrided. In 4/96, pt was diagnosed with preicarditis, followed by pneumococcal endocarditis. On 11/24/97, valve was explanted. Intraoperatively, full perforation of right and left coronary cusps (sigmoid region) was observed. These two perforations did not "present" any residual vegetation, and were felt to be due to endocarditis resulting from previously mentioned pneumococcal pericarditis. Neither calcification nor commissural tear was observed. Another MFR's 21 mm prosthesis was then implanted, and pt's postoperative health status was reported as stable. Results of investigation: valve was received in analysis lab submerged in a formalin solution. Two of three leaflets exhibted large perforations; other leaflet appeared to contain an impending perforation region. Several sutures were observed in sewing fabric. A small amount of a whitish tissue was observed on two of three posts, and a small amount of a reddish substance was observed on or in the tissue surface, and was particularly evident on inflow side. Valve was chemically sterilized and sent to facility for x-ray eval. There were no areas of opacity designating significant mineralization. Valve was then forwarded to an independent pathologist, for gross examination. Dr stated that at time of his examination, leaflets appeared to be markedly friable, and exhibited multiple irregular perforation sites. Previously mentioned whitish tissue observed on two of three posts was identified by dr to be fibrous, or pannus, tissue. Sections of three leaflets and three root regions were then forwarded to lab for elemental analysis via inductively coupled plasma (atomic emission spectroscopy). All three leaflets and their associated root regions exhibited very minimal mineralization; amount of calcium and phosphorous was too low to inhibit leaflet mobility and function. Add'l sections of leaflets and roots were sent to lab where several slides were made. Special stains made of these slides consisted of h & e (mayer's), brown-hopps, von kossa's, afb, gms, and mobat's pentachrome. Above mentioned slides were evaluated by dr. Extensive degeneration of extracellular matrix of proximal portion of all valve leaflets was observed, and an extensive decrease of cell density was noted throughout tissue. Free margins of the leaflets were relatively preserved, and two leaflets containing large perforation sites exhibited infrequent areas of focal calcification. Myocardial tissue in the aortic wall exhibited degeneration, and myocardium in one leaflet containing a large perforation displayed striations. There were no definite microorganisms identified. Dr concluded that perforations observed specifically in two of three leaflets resulted

Event description:
At reoperation, full perforation of the right and left coronary cusps was observed. The two perforations did not " present" any residual vegetation and were felt to be due to endocarditis resulting from pneumococci pericarditis which occurred in 4/96. There was no calcification or commissural tear observed.